Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was experiencing discomfort and pain at the ipg site. Surgical intervention occurred on (B)(6) 2022 in which the ipg was relocated, resolving the issue.